Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to the previous reported issue. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient developed an infection at the implant site (specific date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.